Manufacturer narrative:
No serious injury reported. User was going down a hill when the brake allegedly failed. Product was approximately 7 months old at time of incident. Past history with similar products indicates that user instability and sudden / improper device loading is the most likely cause of this incident. Product has not been returned for evaluation at this time so it is unknown if a malfunction occurred or if other factors such as misuse, abuse or lack of maintenance may have caused or contributed to this incident. MDR filed based on alleged unconfirmed malfunction.

Event description:
The consumer was going down a hill when the left brake allegedly failed, causing him to fall down. No injury is alleged.